Event description:
During the surgery, they found the color of ha coating was light shade of beige. No backup device was available, so the device was implanted.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device was implanted. If add'l info becomes available, it will be submitted in a supplemental report.